Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to certain stations. A technical support specialist was able to log into all three stations without any dialing errors. The customer had reported being unable to access the pacu machine, while all other stations were functioning normally, and the pacu appeared to be stuck in an endless update cycle. Tss took the station offline to review logs, checked the event viewer, identified that the pacu station was configured to automatically reboot when required by the system, and pending updates had caused repeated reboots. After checking the following day, tss confirmed that the pacu machine was operating normally without further rebooting. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was unable to login. User unable to log in to selected machine including core, sds and pacu. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.